Event description:
Info received indicates that during the case the vacuum relief valve leaked. The device was cut out of the aortic root vent line and was intra-operatively replaced. The hcp indicated there was no interruption to bypass during component change-out and no consequence was reported for the pt.